Event description:
It was reported that the customer experienced multiple intermittent cartridge alarms that occurred during the load process. For past issue, the customer was able to load a new cartridge to resolve the issue. On (B)(6) 2026, the cartridge alarm recurred during the load process and customer was unable to successfully load a cartridge on the pump. As a result, customer's blood glucose (bg) increased to a value greater than 400 mg/dl and the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was intubated and was treated with intravenous saline, insulin, and additional medications but was unable to specify what the medications were. Customer was released from the hospital on (B)(6 )2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.